Event description:
It was reported that patient underwent a left open reduction internal fixation proximal humerus procedure on (B)(6) 2015. During the procedure, the surgeon was hand-drilling the final hole through the fast guide when the drill bit fractured in the patient. The fractured drill bit remains in the patient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date/lot number - unknown; manufacture date ¿ unknown.